Manufacturer narrative:
The device was sent to a philips authorized repair facility that performed diagnostic/functional testing.  Results of the functional testing indicate that the speaker produced sound when tested on the certification tool, but did not produce sound while in the device. Based on the information available and the testing conducted, the cause of the reported problem was the speaker connector on the system board. The reported problem was confirmed. The repair facility replaced the speaker along with the system main board. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
During evaluation at the bench, it was identified there is no audio. The device was not in use on a patient at the time of event, there was no patient involvement.